Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia ablation procedure with a thermocool sf nav catheter, and the patient experienced third degree heart block which required pacemaker insertion and hospitalization. It was believed that the patient's atrioventricular node was compromised. The patient appeared to have heart block after a seven second burn, as the patient went from sinus rhythm to a "weird block." The atrial rate was 20 milliseconds faster than the ventricular rate with dissociation. The ventricular rate was 70 beats per minute. There was no his on ablation channels with patient in normal sinus rhythm. The block occurred after ablation was off for over 30 seconds. The injury was confirmed by testing with pacing and atropine. A quadrapolar catheter was left in the ventricle connected to a temporary pacemaker in case the ventricles stopped responding as a precaution. The procedure was considered complete. The patient stayed overnight and there had been no changes in the morning. Therefore, a pacemaker was placed the day after procedure as a long-term precaution. The last known patient status was stable. The physician¿s opinion on the cause of this adverse event was the patient condition of a very small atria/triangle of koch. Patient required an extra day of hospitalization.